Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4). Over infusion: by ICU in the staff in the morning about a pump that has apparently delivered a grossly incorrect pca dose; they programmed it with no background infusion, but it delivered one at 3mg/hr. ...obtained further info eg morphine pca infusion was checked by 2 nursing staff at about 1645 pm on the (B)(6), it was set at olms per hour, nurse went back to bedside 10mins after beginning infusion to find that it was actually delivering at 3mg/hr. The syringe was a 30mh morphine, I mg/ml. MFR ref #9610825-2013-00427.